Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. The device had no button error alarms and no display ramping on its own anomaly noted . The device was received with a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads, and a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 196 mg/dl. Troubleshooting was not performed. The device was returned for analysis.